Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had observations of noise that was oversensed causing inhibition greater than two seconds. It was noted that the patient was not dependent, and that the patient was brought into the clinic where the noise was not reproducible. Serial impedance measurements were taken and there were no out of range measurements. The device was programmed appropriately to nominal sensitivity, and the configuration was bipolar pace and unipolar sense. Technical services indicated that this was an odd configuration and to consider the opposite of unipolar pace and bipolar sense. The field representative reprogrammed the device and the noise went away. It was recommended to check all lead measurements in this configuration to make sure they are in range. There was discussion to consider turning minute ventilation (mv) back on since signal artifact monitoring would be enabled with the most recent software. The device remains in-service. No adverse patient effects were reported.